Event description:
The bard / davol, x-stream, laparoscopic irrigation tubing set, did not provide pressure following its priming. A new device was opened and utilized without issue. FDA safety report ID# (B)(4).